Manufacturer narrative:
Product analysis: it was determined during analysis of the programmer that the touchscreen was out of calibration, the keyboard latch was broken, the upper and lower handles were damaged, the cord bay was broken, log button was missing and connector on the link electronic module (lem) was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for preventative maintenance and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.